Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a permanent implant procedure on (B)(6) 2019, physician pulled a loop from the implanted lead. As a result, the lead was replaced to address the issue. Effective therapy was established postoperatively.